Manufacturer narrative:
Concomitant medical products: product ID 97755 lot# serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#:(B)(4). B3: date is estimated; month and year are valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found there was a no device found screen and it was taken out of circulation. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative (rep) from a patient who was implanted with a neurostimulator for spinal pain. It was reported that patient was having difficulty charging but they had rotator cuff surgery on 14-feb-2020 so the rep thought it was just because of patient's current dexterity issues with their arm. The rep was working with patient (who was on the line with the rep) to walk through passive recharge cycles and reported that when doing so controller was "doing something funny" and went through a "reset mode" so patient's husband reseated battery pack and reported it was so hot they could barely touch it. Recharger cable and antenna disk itself was getting very hot. Ins wasn't responding and while on the phone patient noted that system problem rm03 appeared. Controller showed 0% but it was full this morning and they weren't able to see any indication of how full ins was. The rep was notified last week that ins was discharged and today found out about components being hot. No patient symptoms were reported. No further complications were reported.